Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: email.

Event description:
Reported 5 false positive flu b out of 20 people tested, confirmed negative with another rapid test.